Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced unspecified EKG changes, and then the EKG returned to baseline. Cardiology thought it was dynamic st elevation due to intra-operative hypotension. The physician did not believe an ion product caused or contributed to the EKG changes, but that intraoperative hypotension secondary to general anesthesia and induction drugs were the causes of the EKG changes. The physician believed the EKG changes could have occurred via another modality. An echocardiogram was performed and was normal - no wall motion abnormalities were seen. This was a new onset of EKG changes for the patient. The patient was admitted to the hospital for observation for 48 hours and to trend troponins. The patient was admitted to internal medicine. Troponin I peaked at 0.339 (upper limit of normal is 0.033). The patient had an echo and stress test done per cardiology recommendations, but the results were unremarkable. The patient remained asymptomatic throughout the hospital stay. Cardiology did not feel that the patient needed a left heart catheterization; therefore, the patient was discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.